Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The biosensor was inserted into the skin. On (B)(6) 2026, it was reported by the customer that they experienced a device issue with an unknown product. In the stelobot chat they indicated, ¿I have 2 devices that had issues,¿ and ¿brief sensor issue.¿ they gave further details, ¿I have 2 devices that had a problem. The first one failed as soon as I got it in. The needle went out the hole on top. The other one yesterday continued to say my numbers were low. I calibrated it 2 times and it didn¿t work. I had to go to emergency room (ER) because it showed that it was under 40. By this morning it stopped working.¿ the customer did not specify harm occurred in the source stelobot chat. No symptoms at home or at the ER were specified. No self-treatment or treatment at the ER was reported by the customer with details they provided. The date of insertion was not disclosed. There was no information provided to indicate any specific treatment, or medical intervention by a health care professional (hcp) or any serious injury. No further event details are available because the consumer had not logged in and did not provide contact information. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.